Manufacturer narrative:
Continuation d10: 5568-45 lead implanted (B)(6) 2001; 5076-45 lead implanted (B)(6) 2001. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported one day post implant of the right ventricular (rv) left bundle branch lead (lbbap), the patient suffered a stroke. A few days later, additional screening for a clot was performed and no other clots were observed. It was reported the rv lbbap lead had caused a right ventricular cardiac perforation, resulting in the stroke. The physician alleged the clot that caused the stroke was from the implant of the lbbap lead. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.